Event description:
It was reported that the patient implanted with this pacemaker presented for a routine follow up. Upon attaching the electrocardiogram, the device showed unipolar pacing at 72 bpm and no magnet response. The device was interrogated and found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine follow up. Upon attaching the electrocardiogram, the device showed unipolar pacing at 72 bpm and no magnet response. The device was interrogated and found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.